Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transhepatic biliary drainage, suture breakage occurred. The flexima apdl device was introduced. During the procedure, the suture broke. The device was removed and the procedure completed with another of the same device.